Event description:
It was observed in a journal article titled "uncemented porous tantalum acetabular components: early follow "up and failures in 613 primary total hip arthroplasties" (attached), that of the 413 patients implanted with a tm monoblock cup implant, five (5) patients had a hematoma evacuation; however, it is unknown if the tm monoblock cup was revised. No further information was provided. Per the FDA guidance draft, these patients events will be grouped into 1 MDR report based on product and similar failure type identified in the journal article.

Manufacturer narrative:
Investigation is in progress.